Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and analyzed. Primary analysis finding: no anomalies found. Blood was present on the helix mechanism. Helix, fully extended, measured .069 inches within specification. Electrical testing to determine continuity of the conductor(s) passed.

Event description:
It was reported, approximately two months post implant, the lead dislodged. Consequently, a lead revision procedure was completed: lead excised and replaced with a same brand lead. No patient complications have been reported as a result of this event.